Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. (B)(4).

Event description:
The carotid procedure was performed in (B)(6). During the procedure, the physician felt strong resistance upon attempting to deliver the spiderfx after the delivery catheter crossed the lesion. The filter eventually advanced to the end of the delivery catheter; however, the delivery catheter could not be pulled back. The stenosis of the target vessel was not severe but the vessel was severely tortuous. Distal to the lesion the vessel turned downward, and then curved upward. The device was removed from the patient and checked. Damage was noticed on the delivery catheter. Evaluation of the returned device on august 19, 2015 found that the green delivery end of the duel ended catheter was received separated at the primary guidewire port. The filter was contained within the distal segment of the delivery catheter.